Event description:
The customer called to report a motor error alarm. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer also reported a blood glucose reading of 298 mg/dl. The customer was advised to discontinue using the insulin pump.

Manufacturer narrative:
The insulin pump alarmed motor error due to motor encoder signal out of phase. The insulin pump alarmed low reservoir too soon during the displacement due to motor encoder signal out of phase.